Manufacturer narrative:
Integra investigation completed. Manufacture date unknown. Method: failure analysis, device history results: failure analysis - a complaint investigation is not possible as the device has not been returned. Device history - not done, lot unknown. Conclusion: a determination of root cause is not possible as the device has not been returned.

Manufacturer narrative:
To date the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports the forceps burnt the patient. Subsequent report (B)(6) 2015 - this is a general remark from the surgeon about bipolar forceps. No current event. Three of twelve.

Manufacturer narrative:
(B)(4). The instrument burned at the connection of the forceps and the cable with crepitus, sparks and smoke. There was risk of burn for the patient and surgeon.